Manufacturer narrative:
The visual inspection showed abrasion marks along the lead body. Approx. 50 cm, and between 53 cm and 57.5 cm, distal to the is-1 connector pin, the inspection revealed a rubbed through insulation. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the visual inspection showed several cuts in the insulation, which resulted most likely from the extraction procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead was explanted due to high thresholds.